Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported, the patient ceased using his scs system approximately 6 months ago due to experiencing ineffective and unintended stimulation. The next course of action has yet to be determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.